Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6. D4: attempts have been made to gather all product identification information, and no further information has been provided. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: 42522100811, articular surface medial congruent (mc) right 11 mm height use with tibia sizes e-f/cr femur sizes 8-11, lot 66239533 unknown tibial plate h6: proposed component code: mechanical (g04) - femur customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 2 years post implantation of a right total knee arthroplasty, the patient is experiencing pain and tightness, and has difficulty going up stairs. Surgeon believes no allegations against the implant. Attempts have been made and no additional information is available.